Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09990. It was reported that the rotation speed was not consistent. The target lesion was located in the left descending artery. A rotablator console and a rotablator burr were selected for treatment. During procedure, a burning smell was noted from the advancer and the rotation speed started to fluctuate. Consequently, the burr became stuck and perforated the lesion. There were no further patient complications reported and the patient¿s condition was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was returned with a broken seal in the console and a scratched dynaglide push button in the foot pedal. The console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 75 krpm; the maximum turbine rotational speed reached was 230 krpm; the turbine speed was set to and maintained 171 krpm. These are typical operational speeds. While the rotablator console did reach typical operational speeds, the speed response to the devices turbine knob was nonlinear resulting in large jumps or drops in speed. The console powered up but did not function properly and as it was manufactured in august 2007 making it greater than 5 years old. The console and foot pedal were tested using a functional generator with frequencies from 3.35 khz to 29.9khz and the reading were 99000 rpm and 888000 rpm. By using rotablator turbine model tester the rpm was floating from 99000 to 100000 rpm. These are typical operational speeds. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes. Leak test was also performed with turbine model tester and the pressure gauge psi reading has not decrease by 5 psi. The unit passed the rotablator system functional test. The console was checked for leak and leak was not detected. The reported strange smell was confirmed upon opening the top cover of the rotablator console. Inspection of pair of tall capacitor showed one has been damaged , and the capacitor was hot to the touch. The unit was connected to the test fixture and failed with a pressure gauge reading of 81 psi. The probable cause of the smell and jump in speed would be attributed to damaged capacitor. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09990. It was reported that the rotation speed was not consistent. The target lesion was located in the left descending artery. A rotablator console and a rotablator burr were selected for treatment. During procedure, a burning smell was noted from the advancer and the rotation speed started to fluctuate. Consequently, the burr became stuck and perforated the lesion. There were no further patient complications reported and the patient¿s condition was okay.